Event description:
The reporter called regarding freestyle libre 03 sensor. The caller received a letter regarding recall of the device. The sensor showed reading of 60mg/dl the reporter consumed sugar, after an hour the blood sugar showed 50mg/dl and he consumed sugar candy. Meanwhile he checked blood glucose with help of glucometer which showed 140mg/dl. After some time the sensor showed blood glucose level as 45mg/dl. The reporter discarded the sensor and replaced it.